Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent an unspecified procedure on an unknown date.reportedly, post-op, one screw was found broken. Revision surgery was done to explant the screw. The product was explanted complete and no fragments of the product remained inside the patient. Patient complications were reported unknown.

Manufacturer narrative:
Product analysis : visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~3 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface smearing. Microscopic examination of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.